Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use, when removing the 3.50x38mm xience skypoint stent delivery system (sds) from the hoop dispenser, the stent came off the delivery catheter. No resistance was noted during removal and there was no damage to the chipboard box or the hoop dispenser. There was no manipulation of the stent and no attempt to remove the stylet and/or the protective sheath. The sds was not used. The procedure was completed with another xience skypoint sds. There was no patient involvement and no clinically significant delay. No additional information was provided.